Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the twist clamp of the peritoneal dialysis (pd) transfer set was broken which resulted in a fluid leak. This occurred during use of the device for pd therapy. It was further reported that, ¿the internal safety pin that closes the transfer line was broken off, therefore it did not allow the closure during the treatment which caused a peritoneal fluid leak¿. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The actual sample was received for evaluation. Visual inspection with the naked eye observed the occlude feet of the light blue main body were broken/cracked beneath the twist clamp. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.